Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was confirmed that the system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that during set up for a cranial case, in the planning part of the software, the camera cart monitor went blank. The pcoip screen and acquiring ip message popped up for about 10 seconds before reconnecting. The system had recently been updated with new software. No patient present.